Event description:
A patient reported his implantable neurostimulator (ins) therapy did not really do much and was not really providing the relief he needed. It was a distraction for the patient and less than 50% relief. Before implant, the patient¿s pain location was in the area where the implant was placed. The longer the patient has the implant, the worse the pain gets. Sometimes his leg hurts so badly, he can barely walk. The patient reviewed that he has parkinson¿s disease, not related to the ins therapy, however because of the parkinson¿s, the patient falls 5 to 6 times a day and it is possible that the ins may have shifted. The patient inquired into the ramifications of removing the ins, and the patient was redirected to their healthcare provider for a medical discussion. The indication for implant was spinal pain.

Event description:
Additional information was received from the patient reporting that the patient has only been back to the doctor's office once since their operation and did not go back for their issue with their pain and lack of therapeutic effect. However, it was reported that the patient was scheduled for a steroid injection, and at that appointment their stimulator was reprogrammed so that they had access to all four settings at home. The patient reported that the reprogramming hasn't seemed to really helped and they've resigned to living in pain. It was reported their issues have not resolved and sometimes they feel like the stimulator caused the pain. They reported that due to having parkinson's disease (unrelated to the device/therapy) and having pain that was really bad, they were reluctant to put their foot down to step. It was reported that they were off balance already and with the added pain, it was causing the patient to fall a lot. It was reported they fell three to four times daily on a regular basis. It was reported that they have fallen as much as eleven times in one day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp had not seen the patient since (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the neurostimulator (ins) distracts from thepain, but the pain was always there so he cranked it up to 7 and sometimes pain returns when stimulation was on. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-02-23 from the consumer reporting that they had mentioned the issue to their hcp. No steps had been taken. It was reported that since they had parkinson's disease they were already on more drugs than they wanted to be. The issue had not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.